Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced significant low glucose throughout one day with minimal insulin delivery, followed by high glucose overnight, in the context of intermittent dexcom cgm availability, late meal announcements, and confirmed use of additional subcutaneous insulin injections while connected to the ilet. Symptoms included prolonged low glucose with blurry vision. Outcomes included self-management at home, including approximately 5 units of backup insulin and assistance from a caregiver, without hospitalization or professional medical intervention. Investigation included review of training notes, user follow-up, and assessment of use patterns. Investigation of this case revealed user-related factors including delayed meal announcements, disconnection of the ilet overnight to avoid lows, and administering extra insulin outside the system, which likely contributed to glucose excursions. It was concluded that the event involved both hypoglycemia and hyperglycemia with cause unclear due to confounding user behaviors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.